Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm and 23.0 cm from the proximal end. The pusher assembly was fractured approximately 26.0 cm from the proximal end. The pull wire was retracted from the pusher assembly distal detachment tip (ddt) and the embolization coil was detached from the pusher assembly. The proximal constraint sphere was intact with the embolization coil and the embolization coil had offset coil winds. Conclusions: evaluation of the returned pod pc revealed offset coil winds on the embolization coil. If the device is forcefully advanced against resistance, damages such offset coil winds may occur. Further evaluation of the device revealed that the pusher assembly had kinks and a fracture near its proximal end, and the embolization coil was detached from the pusher assembly due to the fractured pusher assembly. These damages were not mentioned in the complaint. Based on the location of the damages and the reported complaint, these kinks and fracture were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Due to these returned damages the reported resistance experienced during the procedure could not be determined. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported resistance. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using pod packing coils (pod pc) and non-penumbra microcatheter. During the procedure, the physician experienced resistance after advancing a pod pc approximately 10 centimeters into the microcatheter. It was also reported that flushing did not solve the issue. Therefore, the pod pc was removed. The procedure was completed using a new pod pc, another coil, and the same microcatheter. There was no report of an adverse effect to the patient.